Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel/ arrhythmia alarms) has been confirmed. Upon investigation the cable connecting ECG b to the distribution node was severed completely. The root cause for the severed cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was receiving frequent arrhythmia alarms and add gel messages in the absence of a prior gel release.